Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient reported feeling full and that he that the liberty select cycler overfilled him. The patient¿s treatment details was provided. Treatment data was assessed for 150% and 180% iipv and did reveal an episode of increased intraperitoneal volume (iipv). The largest drain volume from this treatment occurred during drain 3 where 4070ml drained. This drain is 203% of the prescribed fill volume. In order to be a reportable malfunction, at least 180% of the prescribed fill volume would have to have been drained. A 180% of the prescribed fill volume of 2002ml is 3604ml. Therefore, a reportable malfunction has occurred. Additional information was solicited.

Manufacturer narrative:
The reported complaint symptom iipv (dv > 200% of fv) was not confirmed. Encountered clock problem. A visual inspection of the returned cycler exterior showed that on power up that the date and time was incorrect. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The system air leak test passed. The valve actuation test passed. The load cell verification was within tolerance. During cycler operation, it was noticed that machine date and time was not advancing. After replacing the batt ram on the functional board, the cycler time advanced normally. There were no other discrepancies encountered in the internal inspection of the cycler. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."